Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The lesion being treated was a moderately calcified, 70% stenotic lesion in a mildly tortuous right coronary artery (rca). After predilation, the physician attempted to reach the lesion with a liberte -2.75 x 24mm drug eluting stent. Resistance was encountered and the physician pushed harder. However, because of the extra force the stent partially lifted from the balloon. Consequently, the stent was never deployed. During withdrawal the stent dislodged from the balloon. The stent was not retrieved and remains in the patient's leg. No further patient complications or injuries were reported. Patient status is reported as "satisfactory/good."